Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was capped and replaced successfully. The patient tolerated the procedure well and was discharged.